Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead with stylet inserted was returned in one piece. Visual and x-ray examinations showed the helix was stretched consistent with procedural damage. X-ray examination of the inner coil and outer coil did not find any anomalies that would have contributed to the events reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the stretched helix consistent with procedural damage and helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited a failure to capture. During reposition, the lead helix also failed to extend. The lead was not used and replaced. The patient was in stable condition.